Manufacturer narrative:
Product analysis of part# 6550002, lot# nm19e009. Visual and optical examination identified it appears that part of the tip of the instrument has been sheared off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, the tip of driver was sheared off when implanting a screw at right l5 level. Surgeon was performing an l4-s1 minimally invasive surgery - transforaminal lumbar interbody fusion. During insertion of the pedicle screw into the right l5 of the patient, the surgeon encountered sclerotic bone, which made advancing the screw extremely difficult. At one point, the screw was not able to be moved and some force was needed to advance the screw. The screw did not advance, but the tip of the screwdriver sheared off into the shank. The driver was removed from the screw. And, the screw was also removed as the screw was not placed deep enough for rod insertion. Once removed, the surgeon skipped that level, and proceeded to the s1 level. A rod was placed from l4 to s1. There were no patient symptoms reported. No additional treatment or surgery performed. No further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.